Manufacturer narrative:
G4: 30dec2020. B4: 30dec2020. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: (B)(6) 2020. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported to philips that the alarm cable had cuts on it and is only alarming some of the time. The device was not in use at the time of the event. There was no report of patient or user harm. A philips biomed site lead evaluated the cable and determined that the alarm cable had cuts in it and required replacement. The facility director order a replacement cable to resolve the issue. The device remains at the customer site.